Event description:
It was later reported that the patient was "ok now."

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly as well as corrosion, wear, and/or lubrication of the motor. The motor stall was due to gear wheel 3.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal symptoms, increased pain, increased spasticity, and had presented to the hospital. A critical pump alarm occurred, and the physician read that the alarm was due to motor stall. It was noted that the physician attempted a few times to program the pump, but was unsuccessful; the motor stall never recovered. X-rays were acquired of the implanted pump area. The physician performed a motor stall procedure/rotor test procedure and the results were noted to be negative. It was noted that the patient would remain at the hospital and pump replacement was planned. The pump was being used to deliver lioresal and morphine. Additional information has been requested, but was not available as of the date of this report.